Event description:
A device report from synthes (B)(4) provides information from a facility in the (B)(6) regarding a jamming trigger on a battery handpiece for the trauma recon system (trs). It was reported that the bottom button is sticking repeatedly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.